Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experienced pain on the left chest wall. It was found out that the lead perforated the heart wall. In addition, the patient also felt discomfort the threshold testing. The lead was slightly increased while the other lead tests were normal. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.